Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was connected to a patient when a chemotherapy spill occurred from the cassette area. Pump settings included continuous infusion rate with total reservoir volume 100ml, given was not known per the reporter. This event occurred at patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name: corrected. H3 and h6 codes - updated. One used device was returned for investigation. No anomalies related to the complaint were found during visual inspection. During functional testing, no alarms, leakage or difficulties priming were observed. The complaint could not be confirmed, and the probable cause of the leak cannot be determined. The device history record was unable to be reviewed as no lot number was provided.